Event description:
This "eptfe" graft was implanted as a femoral popliteal bypass in 1991. This graft was explanted in 2000. On exploration, the surgeon noticed a transverse break in the graft, 12cm from the proximal anastomosis. This section was replaced with an interposition eptfe graft. It is reported that the patient is now fine.